Manufacturer narrative:
No further information concerning this report is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had steadily rising impedances and thresholds over the last two years. The measurements became out of range, so the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.